Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The customer troubleshot with technical support. The customer ran the unit for several hours and was not able to duplicate the reported issue. The blower temperature remained steady. The customer returned the unit to use.

Event description:
It was reported that the ventilator generated a blower temperature high error code. No patient harm reported. Event date not specified; estimate used.